Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring closed halfway through vein harvest then would not reopen. Case was completed with a new vh-4000. Minimal delay in case to open new vh-4000. No patient injury noted.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/22/2024. An investigation was conducted on 05/28/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be retracted when returned for evaluation. The blue toggle was manipulated to extend and retract the c-ring. The c-ring was able to be extended. The c-ring was observed to be melted and transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed, however, the analyzed failure "break- c-ring" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378554 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.